Event description:
It was reported that the battery is not charging. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information: b5 and h6 - health effects codes investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received confirming there were no patient injury.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the front panel is slightly bent and the "tidal volume knob rebound". Functional testing found the battery does not charge and the device did not turn on. The complaint was confirmed. Root cause was attributed to a faulty electrical chassis. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced electrical chassis assembly and rotary flow valve. Replaced MRI battery, sintered filter, and o'rings for preventative maintenance (pm). Reset patient pressure cycling led, adjusted peep control valve and CPAP control to tolerance. Performed pm, recalibrated and cleaned unit. Device passed functional testing after the completed repairs.